Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded episodes with noise over sensing on both rate sense and shock channels. The ICD is using a non-bsc dedicated lead for the right ventricular pace/sense coils for shocking. There was pacing inhibition for more than two seconds. Different programming options were discussed for this ICD that remains in service. No adverse patient effects were reported.